Event description:
On 2019-sep-26, additional information was received from a friend/family member of the patient. It reported the patient had been hearing an alarm coming from their pump for "about 7 years now", but it was going off once every several hours. The caller stated that "just this morning, the patient started hearing the pump go off constantly". The caller then mentioned that the patient had a pump and ins and was wanting them both taken out since it was causing her pain. The caller stated that the patient did not have a managing physician and had not been using the pump for several years.

Manufacturer narrative:
Concomitant medical product: product ID 8709 lot# serial# j11893r08 implanted: (B)(6) 2006, product type: catheter. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a consumer reported the patient's pump had a critical alarm. The pump was going off non-stop and driving the patient insane. The pump was uncomfortable and poked out of the patient's side. The patient had to wear spandex shorts to keep the pump where it doesn't hurt. It was noted the catheter was broken as the doctor went to refill the pump but there was too much medication in the pump.

Manufacturer narrative:
Concomitant medical products: product ID: 8709; lot# serial#: (B)(6); implanted: on (B)(6) 2006; product type: catheter. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from the consumer reported that they had a critical alert alarm going off constantly and had been really sick for days now and had gotten to where my legs barely hold my weight all of a sudden. Patient was weak in their legs, not able to walk very far without their legs feeling like they were going to buckle under them, which was not normal for the patient. The pump had not been filled or serviced in like 10 years. The patient wanted 'it' to be taken out and they wanted the alarm to stop that was all. The patient representative stated the pump 'has been recalled,' and they had been trying to find someone to take the pump out of the patient, but had not been able to find anyone. The patient used to work with a healthcare provider, but 'it was a nightmare,' and they refused to take patient's pump out. It was stated that the patient had been 'really sick,' and was concerned about the 'battery exploding or breaking down internally'.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from a patient indicated that to clarify their concerns about their pump leaking or exploding, the patient had done a little research on some of their pump recalls and that caused a lot of concern because first of all their pump was installed in 2006 and hadn't been in use since 2008 because of the consistent issues that kept occurring with the pump and then in their family life. The patient then stated that they quit the pump cold turkey in 2008, but the patient asked why it had taken so long for us to reach out to them about the concerns on (B)(6) 2019. The patient stated that that was when their pump started alarming and a medtronic tech person had called and informed them at that point that the alarm was a critical alert alarm their pump was making every so often. When asked what steps were taken to resolve the issue, the patient stated that they had done as the tech had told them to and contacted the doctor who installed the pump to inform him what the patient was told and tried to get the doctor to see the patient to remedy their concerns. The patient stated that the doctor refused to even schedule an appointment with them to help answer or remedy or diagnose the patient. The patient stated that as far as their symptoms, they were having their pump completely flipping inside of them and it pulled constantly. The patient stated that the alarm started sounding off with a critical alert alarm more frequently until the alarm was going off nonstop 24/7 for about 2 weeks and during that time period the patient tried to find a doctor who would help them with their pump and was told they needed to contact the doctor who installed their pump. The patient went to the hospital as a medtronic rep told them to do and the hospital called the phone number medtronic gave them. The patient stated that the rep told the hospital to have them see a local doctor who wouldn't help the patient either. The patient stated that the rep refused to even show up at the hospital. When the patient called to ask medtronic to find out what their next steps were, they said they didn't know what to tell the patient and had nothing else they could tell the patient and they ended the call. When asked if the issue resolved, the patient stated well no they had still not been able to resolve their issues at all. The patient stated they couldn't get the doctor who installed their pump to give them an appointment and no other doctor would even shut it up or diagnose why the alarm was going off. The patient stated that now they thought that the batteries had finally completely died because the alarm had finally stopped going off. The patient stated that so now, they were really hoping that with these questions about their issues from (B)(6) 2019, someone was able to get back to them with some sort of actual help to resolve their issues. The patient stated that they would like some real assistance with their issues and provided their address and phone number.

Manufacturer narrative:
Concomitant medical product: product ID: 8709, serial#: (B)(4), implanted: (B)(6) 2006, product type: catheter. Other relevant device(s) are: product ID: 8709, serial/lot #: (B)(4), ubd: 13-jul-2006, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving morphine via an implanted pump. The indication for pump use was failed back surgery syndrome and non-malignant pain. On (B)(6) 2019 the patient¿s friend/family member reported that the patient¿s catheter was broken and stuck in her body, so her pump was non-functional. The pump was also flipping inside of her body causing her a great deal of pain which started occurring ¿before she stopped seeing the doctors¿. Since this was occurring, the patient ¿got random bursts of major pain throughout her body¿ that was random and sporadic for a while, but a couple of weeks ago, the bursts of pain had gotten increasingly worse and intense. The patient was in tears because she was in so much pain. The issues began 7-8 years ago. The reporter was wondering what to do because the patient no longer saw her original hcp (healthcare professional) because he didn't accept her insurance anymore. Physician listings were provided at the reporter¿s request. No further complications have been reported as a result of this event.